Event description:
A malfunction on the pump was reported by the distributor. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl. Technical support provided instructions on resetting the pump, and the customer successfully reset it without the malfunction recurring. The customer was advised to continue using the pump and to report back if the issue reappears.